Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and fluid was observed inside the bladder which suggested a no flow condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped running during patient infusion. The device had been filled with 4g of cefepime to a total fill volume of 240ml. It was further stated that there was no solution coming out from the tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.